Event description:
New information received notes programming changes were made to the atrial sensitivity. The patient was to continue being monitored. The patient was stable.

Event description:
It was reported that oversensing far r wave was observed on the atrial channel on the implantable cardioverter defibrillator (ICD). The ICD was being monitored. The patient was stable.